Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was rebooted several times. The reported issue could not be duplicated. The system was tested and found to working as intended and put back into service.

Event description:
The customer reported that the image was flickering and the screen went black and the system was not able to display live images. There is no report of injury or death associated with the event described in this complaint.